Manufacturer narrative:
Part: 323.062, lot: 54p2394, manufacturing site:(B)(4), release to warehouse date: 19.05.2020. A manufacturing record evaluation was performed for the finished device 323.062 lot: 54p2394 and no non-conformances were identified. Visual inspection: the received drill bit is worn at the tip and therefore dull as complained. No other damages are visible. Dimensional inspection: because of the damages at the tip, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The review has shown that with 440a the correct material was used according to drawing. Summary: the complaint condition is confirmed, since the drill bit is worn/dull. The visible damages are clearly caused post manufacturing and is not due to any manufacturing non-conformances. We only can assume that a mechanical overloading situation or a metallic contact during use has caused the visible damages. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent plate fixation surgery for distal humerus condyle fracture with the drill bit in question. During the surgery, the drill bit was dull. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant device reported: unknown plate (par # unknown, lot # unknown, quantity unknown). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 2 of 2 for (B)(4).